Event description:
It was reported that the ventilator had an error code indicating proximal pressure sensor range error. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and the unit was working properly. The customer planned to run the unit overnight. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon a follow up, the customer reported that the unit was ran with no issue. The unit was returned to use.